Event description:
Patient prone, and localizer needle placed for right lung biopsy. During second pass of biopsy, the introducer needle plastic tip came off the needle. Leaving the needle behind in the patient, and the plastic tip in the radiologists hand. Biopsy was terminated at this point. Placement needle was removed, introducer needle stayed in patient. Was pulled out seperate, and additional images showed no needle inside patient.